Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that during an in-clinic follow-up, the pacemaker was noted to have eroded. It was suspected that the patient had an infection. The full system, including the pacemaker, right atrial (ra) lead and right ventricular (rv) lead, was explanted. Upon explant, vegetation was noted on the ra and rv leads. The patient was in stable condition.